Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred and customer reverted to manual injections for insulin therapy. Subsequently, the customer went to the emergency room (ER) with ketones and a blood glucose level (bg) level of 100 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.